Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a critical pump error that was present in the long trace file due to severe corrosion on the force sensor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. The device had a scratched casing, minor scratches on the lcd window, dents on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on the battery tube area, cracked battery tube threads, severely faded serial number label, severely peeling end cap address label, corrosion on all electronic assemblies, and moisture damage on the motor assembly.